Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 3. Two clips were implanted without issue. To further reduce mr, a third clip (10924r206) was advanced to the mitral valve and grasping was performed. During the grasping attempts the anterior mitral leaflet ruptured, the clip was implanted but mr worsened to 4. In an attempt to reduce mr, a fourth clip (10924r205) was implanted, however mr remained unchanged. Mitral valve replacement was performed the same night. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported tissue injury could not be determined. The reported worsening mitral regurgitation (mr) was a cascading effect of the tissue injury. The reported patient effect of tissue injury and mr as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.